Event description:
It was reported to philips that the battery pca was replaced; however, no additional relevant information regarding the reason for the replacement was provided. There is no patient involvement. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J2 pins 2 and 5 were missing and others were found bent. Both connectors j1 and j2 showed signs of significant contamination. The single power contact pins on connectors j3 through j7 were in normal shape, but some of them also had contamination.